Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level displayed as "high" on the continuous glucose monitor, and a high level of ketones. Cause of elevated bg level was unknown. Bg was treated with unspecified fluids. Reportedly, customer left the ER 4.5hrs later with customer in stable condition (bg 283 mg/dl).